Event description:
It was reported that the secondary tubing set spike broke off immediately after it was spiked into the equashield closed system transfer device. The unspecified chemotherapy drug did not leak. The event occurred in the transplant and oncology inpatient unit. Although there was a delay in treatment due to the exposure of the sterile drug which had to be remade, there were no adverse effects to the adult patient.

Manufacturer narrative:
The customer¿s report that the secondary tubing set spike broke off was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. Visual inspection of the set noted the spike of the drip chamber was broken off near the collar base of the drip chamber. The break on the spike (drip chamber side) was smooth and slightly jagged at the break site. The broken spike piece was not returned for evaluation. Closer inspection of the break site under magnification did not see any evidence of tool marks or scratch marks. No other anomalies were observed. Functional testing was deemed unnecessary due to the drip chamber spike break. The breakage was caused by an external impulse/impact force. The root cause of the external impulse/impact force was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the secondary tubing set spike broke off immediately after it was spiked into the equashield closed system transfer device. The unspecified chemotherapy drug did not leak. The event occurred in the transplant and oncology inpatient unit. Although there was a delay in treatment due to the exposure of the sterile drug which had to be remade, there were no adverse effects to the adult patient.